Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the malfunction was duplicated.

Manufacturer narrative:
The device was not returned to zoll medical corporation; instead the device's lead acid battery was returned for evaluation. The malfunction was verified to the battery, the lead acid battery was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.